Event description:
It was reported during a percutaneous coronary angioplasty stent procedure that the guide wire was used to deploy two stents proximal to a previously deployed stent. During an attempt to place a fourth stent in the distal vessel, the fourth stent passed successfully through the other three stents, but subsequently came of the delivery system. The delivery system was withdrawn as a whole. On fluorosocpy, while trying to locate the stent it was noted that the tip of the guide wire was also left inside the coronary. The pt was sent to surgery and the tip of the guide wire was removed.